Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿rupture: observed, broken assessed as fold flaw opening and broken assessed as surgical damage. As per the investigation procedure crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.